Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt expired. It was unk if the death was related to the implanted device system. The physician stated that the pt's death may have been cancer related, but this was not confirmed. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.